Manufacturer narrative:
Investigation summary: bd received twenty-five (25) samples for investigation. Evaluation of the returned samples shows the adhesive on the barcode label is not sticking to the bd product, however, the barcode label is not a bd product. No recent changes have been made to the labels or tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode label lift. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was label lift off/partial peel off. This event affected 100 tubes. The following information was provided by the initial reporter. The customer stated: "labels are peeling off when placed in the trak instrument. We are currently experiencing challenges with the labels peeling from the vacutainer tubes for samples that are tested on the trak instrument."